Manufacturer narrative:
The reported event of output anomalies was not confirmed. The device was received in normal mode and battery voltage was above its elective replacement indicator (eri). Electrical and mechanical tests indicated normal device functionality. Output verification and capture tests were performed with normal results. There were no device anomalies found that would have contributed to the output issues reported from the field. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced presyncope. During follow-up, loss of capture was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.